Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information. H6: type of investigation - additional. H6: investigation findings - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including nausea, shortness of breath, vomiting, and diarrhea. At the time, the cgm displayed a reading of 66 mg/dl, while a fingerstick blood glucose test showed a significantly elevated level of 500 mg/dl. On (B)(6) 2025, the patient contacted beta bionics insulin pump and was advised to disconnect the insulin pump and self-correct using humalog. The patient administered 8 units of humalog. Subsequently, the patient¿s boyfriend called paramedics, who provided five bags of IV saline, performed an electrocardiogram (EKG), and assessed the patient¿s anion gap, which indicated a pre-diabetic ketoacidosis state. During ambulance transport, the patient¿s blood glucose level was 260 mg/dl. Upon arrival at the hospital, the patient was treated with lantus and prescribed ketorolac (toradol) 10 mg every 6 hours. The patient¿s blood glucose normalized to 130 mg/dl, and she was discharged the same day. At the time of this report, the patient was described as fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient experienced symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the ambulance transport and when the patient was checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including nausea, shortness of breath, vomiting, and diarrhea. At the time, the cgm displayed a reading of 66 mg/dl, while a fingerstick blood glucose test showed a significantly elevated level of 500 mg/dl. On (B)(6) 2025, the patient contacted beta bionics insulin pump and was advised to disconnect the insulin pump and self-correct using humalog. The patient administered 8 units of humalog. Subsequently, the patient¿s boyfriend called paramedics, who provided five bags of IV saline, performed an electrocardiogram (EKG), and assessed the patient¿s anion gap, which indicated a pre-diabetic ketoacidosis state. During ambulance transport, the patient¿s blood glucose level was 260 mg/dl. Upon arrival at the hospital, the patient was treated with lantus and prescribed ketorolac (toradol) 10 mg every 6 hours. The patient¿s blood glucose normalized to 130 mg/dl, and she was discharged the same day. At the time of this report, the patient was described as fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid when the patient experienced symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the ambulance transport and when the patient was checked at the hospital. No additional patient or event information is available.